Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump sometimes went blank and it looks grainy at times when buttons were pushed. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting for partial display. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments or partial displays or unexpected display anomalies were noted during testing.